Manufacturer narrative:
Date of death: month and year correct. If information is provided in the future, a supplemental report will be issued.

Event description:
Three resolute integrity rx coronary drug eluting stents were used to treat chest pain. The patient later passed away in hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.